Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received 2 rigidfix guide sleeves and evaluated them visually. Both of the guide sleeves have apparent physical damage; one of the two sleeves has its distal end bent and distorted, the other sleeve is missing as much, approximately ½ (1.2 cm). A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The condition of the devices can only be attributed to technique, a user issue; the most likely scenario is that the user either did not use the proper sleeve removal tool and/or the user torqued the device from side to side as opposed to pulling straight out to remove it, causing the metal of the guide tube to fatigue and fail, break off. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair with the use of rigidfix for fixation, a portion (approximately 1cm) of the distal tip of one of the guide sleeves broke off into the patient's condyle. The fragment was not able to be retrieved, however, the procedure was concluded successfully without further issue or harm to the patient.